Manufacturer narrative:
Pending evaluation.

Event description:
Revision of knee components due to aseptic loosening.

Manufacturer narrative:
The complaint products were received for analysis. The reported user experience of loosening was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) tibial tray- scratches appear consistent with third body debris being entrapped between the distal aspect of the tibial insert and the proximal aspect of the tibial tray. The inferior surface of the tibial tray contains little remnants of bone cement. Tibial insert- scratching on the medial edge of the insert appears consistent with articulating with bone or bone cement overhanging the femoral component. Minimal scratching on the articulating surface appears consistent with years of implantation. Backside shows circular witness marks that appear consistent with indentations from the screw hole covers of the tibial tray. The distinct pattern appears consistent with cold flow which indicates little to no micro-motion between the insert and the tray. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design-related. The company is not aware of any other complaints involving parts from any of these manufacturing lots. According to sales data, all pieces of all lots have been sold. This implies that the other pieces of all lots have been successfully implanted. The device history records for the femoral component and tibial tray were reviewed, and all parts were accepted with conformance to the device specifications. Therefore, this issue does not appear to be manufacturing-related. The revision reported was likely the result of failure of the cement mantle between the implant and the bone, which led to aseptic (non-infected) loosening of both the tibial tray and the femoral component. In a review of the labeling it is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure and that fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, may require a second surgical intervention or revision. Also, as part of the pre-operative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or the postoperative period. This device is used for treatment not diagnosis. Missing information on this form and for this event investigation has been requested. No new information has been provided.

Event description:
It was reported that a patient experienced a knee revision due to tibial aseptic loosening and probable aseptic loosening of the femoral component. The patellar component was well fixed and, therefore, the surgeon elected to not explant it. Two screw hole covers were identified as loose during explantation of the tibial tray. These covers were removed from the sterile field. The patient left the o.r. In stable condition. No additional information was provided. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00235, 1038671-2018-00236.